Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag bag therapy peritoneal dialysis (pd). At the time of this report dianeal pd2 2.5% ultrabag therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin (1g, ip, for 5 days), amikacin (125mg, ip, daily) and magnex (2g, ip, daily). At the time of this report the patient remained hospitalized. This peritonitis event was resolving.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.